Event description:
A customer contacted beckman coulter (bec) reporting that there was a leak around the differential mixing chamber at vl46 of the coulter lh 750 hematology analyzer. The vl46 controls the rinsing of the lower chamber of the flow cell which is used for both differential and retics processes. The volume of fluid was 7-8 mls of clear fluid on the counter top. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and eye glasses during this event. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. There was no death, injury or affect to patient treatment. No erroneous results were generated.

Manufacturer narrative:
The customer replaced the tubing that was leaking fluid around the differential mixing chamber at vl46, which fixed the leak. The unit is operational. Service was not dispatched as the customer corrected the issue. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).